Manufacturer narrative:
The clip delivery system was discarded and the mitraclip remains in the patient. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the broken gripper line. It was reported that this was a mitraclip procedure to treat grade 3-4 recurrent mitral regurgitation (mr). The mitraclip was implanted, but the gripper line was unable to be flossed during the gripper line removability test. The clip deployment continued and the separated gripper lines were removed by hand without resistance. Mr was reduced to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.